Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient observed power switching from one power port to the other one before the battery capacities were down to 25% (greater than 25%). The patient was not sure which batteries were affected. The batteries and controller were exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
(B)(4).: the batteries were evaluated by the manufacturer. Correction on MFR dates: (B)(4) - MFR. Date: 02/03/2016, (B)(4) - MFR. Date: 02/04/2016, (B)(4) - MFR. Date: 02/03/2016, (B)(4) - MFR. Date: 02/19/2016, (B)(4) - MFR. Date: 02/19/2016. (B)(4). It was reported that the patient was experiencing power switching events. The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analyses of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log files analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Power switching was not observed for (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.